Event description:
It was reported that during the implant procedure the atrial lead was attempted but had to be removed during the case because the lead¿s helix was broken. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.